Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk. Item # unk, hip-unknown-liners-unk, lot # unk. Item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09792, 0001825034-2018-09793.

Event description:
It was reported that a patient was revised an unknown timeframe post implantation due to recurrent instability secondary to liner wear. The acetabular cup, liner and head were removed. Op notes indicate well fixed stem, no corrosion at the trunnion, and osteolytic cysts. Patient suffered from recurrent instability that was previously treated with hip abduction brace. Patient suffers from alzheimer disease, and has been noted to be non compliant with weight bearing, and exhibits an impulsive behavior when bending. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by operative note review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.